Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy with small, red bumps under all three te pads. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed momegalen® fett 1 mg/g creme for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.